Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately four (4) years post-initial procedure, aneurysm enlargement, thrombus in the lumen of the original graft with no visible endoleak was identified at routine follow-up. Reintervention was completed with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Reportedly, the patient was doing well and discharged the next morning.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement and aortic stenosis are unconfirmed. The additional endovascular procedure is confirmed. This is moderately consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. Although no contributing factors were identified, it should be noted that the minimum left iliac access was off label measuring at 4.5mm and should be >6.5mm. The final patient status was reported to be discharge to home on post operative day one. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. It should be noted that this is not a late report. The initial emdr was submitted to the FDA on 09/21/2022, the xml submission was successful on 09/21/2022; however, an ack 3 was not generated/received. Device remains implanted.